Event description:
It was reported that a spectrum iq pump had door open error during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿door open error¿ was reproduced. Evaluation determined "door open" alarm while trying to close the door with a loaded set. A review of the event history log revealed "door opened" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be link out of adjustment. The link requires adjustment to address the issue. Should additional relevant information become available, a supplemental report will be submitted.